Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The unit was able to power on using battery power. When powered on a segment on the top middle digit of the red led display does not illuminate. The unit was able to obtain readings and alarm alert conditions with audio and visual status indicators were functional. Internal inspection showed the non illuminating diode of the 7 segment led display measured higher voltage than functioning segments. The defective 7 segment display component d2 on the system board causes the led segments to not illuminate. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the digital display is defective. The values in the upper part are not displayed completely. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the digital display is defective. The values in the upper part are not displayed completely. No patient impact or consequences were reported.